Event description:
The sales rep has requested to have the scm12 control module be evaluated for possible vacuum pump problems. The error code of l3-021 is populating the screen. The customer has changed out the probe and tubing set and the error is still coming up on the screen. The dr finished the biopsy using a different biopsy system. No pt consequences reported.